Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported ((B)(6)) the patient¿s ipg the patient was unable to charge the ipg. Replacement of charger failed to resolve the issue, and the ipg was deemed inoperable. As a result, the patient may be pending ipg replacement. Device information is unknown at this time.